Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio determined that the device had excessive on-time (8.1 hours) which depleted the internal hlc batteries. After depletion, hlc battery bt1 did not recover and became resistive. The customer received a replacement device.

Event description:
The customer reported that their device was showing its attention and service wrench icons. After an evaluation of the device, it was observed that the device would lose power after being on for approximately 10 seconds. There was no report of any patient use associated.